Manufacturer narrative:
The philips product support engineer discovered that the actual reason for the return of the device was that there was one dead pixel on display. This is within the manufacturing spec per document (B)(4). Therefore, no medical device problem was found.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that device did not bootup. There was no report of patient involvement.